Event description:
It was reported that the patient presented in the clinic for a routine follow-up. Upon interrogation, it was noted that the device exhibited high impedance and high pacing threshold. Lead fracture was suspected. No further information was available.

Event description:
New information noted x-ray was performed and it did not reveal any lead fracture. No intervention was performed. The patient will continue to be monitored.